Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca. It is reported that approximately 5 months post index procedure, the patient had suffered with progressive angina for 1.5 weeks and there was an angiogram performed. The patient was found to have stent thrombosis and ninety-five percent in-stent restenosis of the mid rca. There was a revascularization carried out where there was another brand stent implanted in the mid rca. It is reported that the patient recovered with treatment. The investigator has indicated that the event was definitely related to the study device and was not related to the study procedure.

Manufacturer narrative:
(B)(4). Results: (stent thrombosis, revascularization).